Event description:
It was reported that there were two episodes of atrial tachy response (atr) observed on the implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed device strips, and determined that there were related to respiratory rate trend (rrt) oversensing. Ts discussed troubleshooting and programming options. Additionally, there were several episodes of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. Ts explained that due to underlying patient condition it is hard to determined if this was a true pmt or just overdriving patients intrinsic. It was also observed undersensing on this right atrial (ra) lead channel, that lead to over pacing. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).